Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. The 2.5mmx20mmx143cm nc quantum apex balloon catheter was advanced to dilate the lesion. During the first inflation, the balloon was inflated at 20 atmospheres; however, on second inflation at 18 atmospheres, the balloon ruptured. There was no kink prior to use, no resistance during the procedure. The balloon was completely removed from the patient. The procedure was completed with another with same device. No patient complications were reported and the patient's condition was good.